Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the quick release. This issue occurred with four or five sets so far from one box. No further information available.